Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported, the insulin pump alarmed no delivery. Customer has changed the infusion set and reservoir multiple times and issue continues. Customer's blood glucose was 160 mg/dl. Customer was advised to disconnect from quick release. Fixed prime was performed and insulin did exit. Customer stated the insulin did not exit when manually pushing insulin through tubing with plunger. Customer was advised to replace the reservoir and infusion set. Issue was with the reservoir and or the infusion set. No further information reported.